Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range shock lead impedance measurements, measuring greater than 3000 ohms and intermittent loss of capture (loc). It was noted that their muscle stimulation occurred while moving arms at times. Technical services (ts) stated that it could be a lead fracture and recommended programming options. This lv lead remains in service. No adverse patient effects were reported. Additional information received indicates that the lead was surgically abandoned and replaced with a non-boston scientific lead. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range shock lead impedance measurements, measuring greater than 3000 ohms and intermittent loss of capture (loc). It was noted that their muscle stimulation occurred while moving arms at times. Technical services (ts) stated that it could be a lead fracture and recommended programming options. This lv lead remains in service. No adverse patient effects were reported.